Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shocks due to atrial fibrillation and flutter. The patient underwent ablation procedure successfully. The device remains implanted.